Event description:
A call was received through technical services reporting 30-40 shocks recently. Lead fracture was also reported. The pace/sense portion of the lead was capped and a new pace/sense lead implanted. In addition, an attorney alleges ''... Lead fractured and emergently replaced.'' It was later reported that the high voltage portion of the lead, which remained in use after the pace/sense portion of the lead was replaced, was fractured. The lead was explanted and replaced. It was also reported that the atrial lead exhibited noise and was fractured. The atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), (B)(4) detailed analysis of the leads was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.